Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the coiling treatment of small cerebral aneurysm, the marker band of the microcatheter was not visible and could not be located on the microcatheter. It was reported that the marker band was not present on the catheter after the catheter was removed from the patient. A new microcatheter was used to continue. The procedure was completed without further issue. No patient¿s complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by manufacturer- additional information evaluation of the returned device has been completed and the clinical observation was confirmed. The microcatheter was received without the distal marker band and tip. The outer and inner tubing material at the distal broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found exposed. No other anomalies were observed. The distal marker band and tip were not returned therefore, any contributing factors from this segment could not be assessed. Based on the device evaluation the broken end exhibits plastic deformation (jagged edges and stretching) of the tubing material which indicates that catheter broke when pulled while exceeding the tensile strength of the tubing material. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that physician did not notice the marker band present on the catheter or not during the preparation. The catheter was pulled out of the dispenser track with a little tension during preparation. The physician confirmed that the maker band was not definitely inside the patient.